Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was consistently showing battery status of less than 6 months for almost 2 years. The magnet rate (mr) was at 90 ppm, paced at a 100% and was set to 2.4 volts(v) at 0.5 millisecond(ms) in atrium the while autocapture was turned on. A month earlier, rates were at a lower level with a right ventricular threshold of 1.7 volts(v). The patient with this pacemaker inquired on the estimated date of elective replacement indicator (eri) status. Boston scientific technical services (ts) discussed that the patient was no longer on the 90-day replacement window. This pacemaker remains in service. No adverse patient effects were reported.